Event description:
The patient's blood glucose was checked using the suspect device. High results were obtained and the patient was given insulin. The patient then "bottomed out" and was hospitalized due to the incident. Level 1 glucose control was used and the control value was out of range. No other information was provided. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.